Event description:
Circular rupture of balloon during dilation. There were no consequences for the patient.

Manufacturer narrative:
The device returned to numed canada for review. The circumferential burst was confirmed. The inner tubing is stretched 17 cm from the proximal balloon bond, and the distal part of the balloon and tip is at the other end of the stretched tubing still attached. All components are accounted for. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloon used on this device. No other complaints were associated with the tubing used to manufacture the balloons. Review of data from the user facility shows that the device was being used off-label for sizing of a lvot conduit. The user facility also did not use an inflation device with pressure gauge to monitor the inflation pressure when inflating the balloon, as is recommended in the instructions for use. The user facility indicated that the balloon ruptured at "approximately 1 bar", which is the labeled nominal pressure of the device. However, since a syringe was used instead of an inflation device with pressure gauge, it would be unknown as to the exact pressure the balloon burst at. The following warning is listed in the IFU - "caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause the balloon to rupture and potential inability to withdraw the catheter through the introducer sheath." A comparative catheter was pulled and tested. The comparative catheter was the same catalog number as the complaint catheter but was from a different lot number. The balloon was inflated until it failed using room temperature water. The comparative catheter balloon did not burst until 2.5 atm, which is well above the labeled rated burst pressure of 1.5 atm, labeled nominal pressure of 1.0 atm. It was a clean longitudinal burst.